Manufacturer narrative:
(B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient&#38112;device was not working. The patient was not able to change the rate on their device. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.